Event description:
Additional information was received and stated that the patient was stable. The screw in question could not be inserted when plate was used to secure the bone valve during closure. It is believed that the tip was defective. Other lot product was opened and used. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a bypass surgery of the head. When the package of the product in question was opened to fix the bone fragment with a plate at the time of closure, there was no screw in it. Another product with a different lot number was opened and used in the surgery. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The matneu scr ã¸1.5 self-drill l4 tan 1u I/c was received outside of its original packaging, which exhibits signs of opening. Additionally, the screw has a foreign substance, possibly bone fragments, and the threads are worn due to the implantation or exxplantation process. Therefore, the reported condition of an incorrect quantity from the original packaging cannot be confirmed since the screw was received and exhibits signs of use. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the matneu scr ã¸1.5 self-drill l4 tan 1u I/c would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code:04.503.104.01s. Lot no:8972p80. The product was released on: 04-jan-2024. Manufacturing site:jabil bettlach. Expiry date:01-dec-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.